Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (500mg, ongoing), fortum injection (250mg in 2 bags, per day, intraperitoneal, ongoing) and amikacin injection (75mg, ongoing) for peritonitis. Six days after the event onset, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.